Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient wasn't feeling stimulation in their lower back any longer. They fell once and were rolled over by two very large men since the representative last saw them. All impedances were within the normal limit except for electrode 6 which was greater than 10,000 ohms. They reprogrammed the patient and the lower back had great coverage- the patient was happy with the new programming. The issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient was currently receiving good stimulation. No further complications reported.